Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. High blood glucose level of 27 mmol/l. Customer stated that they were not hospitalized. Customer corrected hyperglycemia with insulin and bolus. Insulin pump will not be returned for analysis.